Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient had the routine 45 day follow up transesophageal echocardiography (tee) which revealed that the device had shifted into the mitral annulus with limbus side not opposed with a leak under the fabric. There was likely a medication change, but no intervention performed at the time of the follow up, and the patient was discharged. The patient will have a follow up tee at a later date with possible intervention.